Event description:
Reportedly, the device was explanted after an implant duration of 12.9 months due to a paravalvular leak. Per the cer: patient underwent mitral valve replacement for severe rheumatic heart disease ( regurgitation) on (B) (6) 2008. In (B) (6) 2009, patient was re-admitted with congestive heart failure and a trans-esophageal echocardiogram demonstrated a para-valvular leak of the mitral valve. The patient initially responded to medical treatment but eventually required re-replacement on the (B) (6) 2009. The valve was found to be dehisced from the annulus from 07:00 to 10:00 (surgeon's view) with false aneurysm at the atrio-ventricular junction. There was no evidence of bacterial infection and tissue cultures remained negative. The annulus was reconstructed and a mechanical prothesis was implanted. Status of patient or outcome: doing well. Condition of prosthesis when removed: early calcifications on all leaflets.

Manufacturer narrative:
It was indicated that the device is not available for return. Serial number was not reported. No customer letter requested. No DHR review can be done until the serial number is known. On 03/03/2010 requested additional information to include serial number of device and reason for non-return of device for evaluation. Device not returned for evaluation